Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range with multiple cartridges. Additionally, it was reported that a cartridge change error, and an occlusion alarm occurred. The customer reloaded the cartridge to resolve the issue. Customer's blood glucose level was 186mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.